Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient says they were trying to turn stim on the other day and it came on and then it shut off and said memory problem. Pt set time and date during the call and was then able to start charging ins and it says ins is at 80 percent. Pt was able to connect to implant and it shows stimulation is off. Pt was able to turn stimulation back on. Reviewed manufacturer representative (rep) role and redirected to healthcare provider (hcp). The troubleshooting steps that were taken on the call resolved the issue.